Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the enteral feeding pump¿s display was not working during testing. There was no patient involvement. Further information was not available.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for a blank screen. The printed circuit board was corroded and resulted in the blank screen. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.